Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received 2 questionable test results when testing on coaguchek xs meter with serial number (B)(4). Results from the meter were higher when compared to results from the dade innovin test method. Of the two test results, one result was erroneous. The patient tested on the meter and the result was 3.7 inr. A sample from the patient was tested in the laboratory using the dade innovin test method within seven hours of the meter reading and resulted as 2.8 inr. The patient was not adversely affected. No actions were taken and there was no known treatment provided to the patient based on the meter result. The patient stated that when a comparison is performed with the dade innovin test method, the physician believes and always uses the result obtained with the dade innovin test method rather than the meter result. The patient's treatment has remained the same based on the in range dade innovin test results. The patient said his treatment was only ever changed once based on the meter result and this was in (B)(6) 2016. The patient's therapeutic range is 2 - 3 inr. The patient tests on the meter one to three times a month. The patient has had no known hematocrit issues and does not suffer from antiphospholipid antibodies. The patient does not use other blood thinners. The patient has not had any changes in normal vitamins and supplements. The patient states that he takes the same thing consistently every day. The time frame between medications taken and the incident was approximately 12 hours. The patient has not had any missed or changed dosages. The patient's product was requested for investigation and replacement product was shipped to the customer. Relevant retention test strips (lot 144577-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified. The returned meter and test strips were also tested in comparison to a retention meter & masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.